Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified a completely fractured screw on the threads and signs of use and wear on the hex. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported device was located on tooth # 12 and was used for an unknown duration. The customer did not provide any pictures or x-rays. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances /CAPA /hhe/d/ie/product holds for the reported device related to the reported event. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (iunihg). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured screw. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation are clinician incorrectly engages abutment screw into implant (cross-threaded) causing thread damage & torque applied during placement/seating exceeds recommended value. The following sections have been updated: b4: date of this report. D10: device availability updated. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Initial reporter fax number: not provided. Device was not returned.

Event description:
It was reported that screw (iunihg) fractured within the implant at tooth location 12. Fractured screw was removed and replaced. Implant remains implanted.